Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was further reported that there was evidence of a lead switch.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was in complete heart block with low rate for approximately 8 hours. There was a suspected right ventricular (rv) lead perforation and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.